Manufacturer narrative:
Voluntary medwatch form mw5071626 received.

Event description:
It was reported that over time the patient¿s right ventricular lead¿s impedance and capture threshold were both increasing. The patient was monitored by the patient¿s health care provider until the patient¿s dual-chamber implantable cardioverter defibrillator was replaced at its elective replacement interval when the patient¿s right ventricular lead was then also capped and replaced. The lead was capped on (B)(6) 2017. The patient was stable before and after the procedure.